Event description:
It was reported that the patient was in an episode of atrial tachycardia (at)/atrial fibrillation (af) and the cardiac resynchronization therapy defibrillator (crt-d) appropriately withheld therapy. Then the rhythm changed into a dual tachycardia which the device misclassified and continued to withhold therapy inappropriately. The rhythm terminated but the expected high voltage therapy was never delivered. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.